Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The returned device was attached to an encore inflation unit. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Solidified blood was present on the exterior of the balloon. Positive pressure was applied in an attempt to inflate the balloon however the balloon could not be inflated due to the solidified blood present on the exterior of the balloon. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified the blood before further inflation attempts were made. After soaking, the balloon was able to be inflated to its rated burst pressure of 12 atmospheres. The balloon inflated and deflated successfully. Inflation and deflation was performed three times giving an average deflation time of 9 seconds. All blades were present and fully bonded to the balloon surface. The hypotube was also observed to have been kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a drop in blood pressure occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified proximal lad. A 10/3.75 flextome cutting balloon was introduced and an encore inflation device was used to inflate the balloon to 6 atm for 10 seconds. It was noted that inflation took longer than usual. The physician then attempted to deflate the balloon and observed that deflation took approximately 4 to 5 seconds. The device only deflated halfway. It was also noted that the patient's blood pressure went down from 120-100 and 80-100, prior to the deflation issue, to approximately 20 to 30 when the issue occurred. The inflation device was replaced with another of the same and the procedure was completed. There were no further patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a drop in blood pressure occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified proximal lad. A 10/3.75 flextome¿ cutting balloon¿ was introduced and an encore inflation device was used to inflate the balloon to 6 atm for 10 seconds. It was noted that inflation took longer than usual. The physician then attempted to deflate the balloon and observed that deflation took approximately 4 to 5 seconds. The device only deflated halfway. It was also noted that the patient's blood pressure went down from 120-100 and 80-100, prior to the deflation issue, to approximately 20 to 30 when the issue occurred. The inflation device was replaced with another of the same and the procedure was completed. There were no further patient complications reported and the patient's condition was stable.